Event description:
The sales representative reported on behalf of the customer that the device, d4000a, ¿starts up by itself on two occasions¿. The event occurred on (B)(6) 2021 and the procedure is unknown. After further assessment, it was discovered that ¿the facility was using the 2-button ergo shaver handpiece connected to the d4000a and using the cordless w2000 foot pedal. The shaver hand piece was laying on the mayo stand during a case when the shaver started without buttons being pressed or the foot pedal being stepped on. The hand piece was not being tested it was mid case with a patient. The only way they got the shaver to stop going was unplugging it.¿ there was no patient/user impact or injury. This report was created to capture the 2nd event in (B)(6). This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history was reviewed and no data was found. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not place a handpiece on or near a magnetic device. A magnetic field can activate a handpiece. Failure to comply may cause injury to the patient or operating room personnel. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, d4000a, ¿starts up by itself on two occasions¿. The event occurred on (B)(6) 2021 and the procedure is unknown. After further assessment, it was discovered that ¿the facility was using the 2-button ergo shaver handpiece connected to the d4000a and using the cordless w2000 foot pedal. The shaver hand piece was laying on the mayo stand during a case when the shaver started without buttons being pressed or the foot pedal being stepped on. The hand piece was not being tested it was mid case with a patient. The only way they got the shaver to stop going was unplugging it.¿ there was no patient/user impact or injury. This report was created to capture the 2nd event in (B)(4). This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.